Event description:
Iab was inserted in 2005 via a sheath in left femoral artery intra-op. Pt's chest was open all night. Sent back to or for closure. During pt prep, pump experienced helium loss alarms. Troubleshooting began and pumping was reinitiated. Approx. 2 minutes later, there was another helium loss alarm. Tubing and site were checked. No further difficulty for next 1.5 to 2 hours. Pt's chest was closed and pt was transferred to csicu. Upon arrival in csicu, pt was rolled to position cxr plate. Helium loss alarms occurred and blood was observed in tubing. Iab was exchanged. Removal was somewhat traumatic but pt tolerated it. New insertion occurred in right femoral artery. Pt expired later that evening. Perfusionist and cardiac surgeon do not feel pt's demise was related to iab but to pt's degree of illness, age, and surgery.